Manufacturer narrative:
Additional information provided in b.2, b.5, h.11. Upon receiving the additional information, it was confirmed that the initially reported event regarding cutting issue was incorrectly reported by the reporter. The correct event was priming error and the product could not be recognized by the console. This information does not meet the criteria for a reportable malfunction. No further reports will be scheduled under mfg. Report num. 1644019-2025-00112. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receiving the additional information, it was confirmed that the initially reported event regarding cutting issue was incorrectly reported by the reporter. The correct event was priming error and the product could not be recognized by the console.

Event description:
A nurse reported that the cutter did not work and cutting was not possible before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).